Event description:
This is an adult female with history of hernia repair who presented to emergency department (ed) with fever, chills, and abdominal pain. Patient is status post right femoral and umbilical hernia repair with mesh 17 months ago. Post-surgery, the patient experienced recurrent right inguinal fluid collections and had an aspiration and drain placed in interventional radiology 3 weeks before arrival to ed. The drain was removed after 2.5 weeks and she developed fever, chills, and right lower quadrant (rlq) abdominal pain 4 days post removal. Computerized tomography (CT) imaging showed increased size of the fluid collection, as well as a small retained foreign body measuring 1.1 cm. Ultrasound imaging 2 days later revealed similar findings: ¿9 mm echogenic, tubular structure in the right lower quadrant collection. This could represent a fragment of drainage catheter.¿ general surgery consulted to evaluate the patient. The patient underwent robot-assisted foreign body removal and abscess drainage.